Event description:
It was reported that a patient had a device trial in early january. The reporter thought the electrodes weren¿t in the best position or the patient may have moved them. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)